Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na electrode lot number was m39_2023, with an expiration date of 17-jun-2024. The customer noted that there was a black mark on the top side of a nozzle. It appeared that a probe occasionally hit the nozzle. The field service engineer found gel contamination in a vacuum nozzle. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The sample initially resulted in a na value of 127.5 mmol/l. The sample was repeated twice, resulting in values of 135.5 mmol/l and 137.8 mmol/l.